Manufacturer narrative:
(B)(4).

Event description:
A patient called stating that she had a procedure done where a tube was inserted through her nose and down her throat and had an allergic reaction that she believes was caused by cidex opa. Her symptoms included itching on her palms and arms, tongue swelling, nose and lip swelling, and urticaria (hives). She was sent to the emergency room where she was treated with IV zantac and steroids. It was confirmed she was not given any epinephrine. She was discharged with a prednisone taper. The facility manager reported she suspects that her new staff did not follow the IFU and did not rinse the scope properly. Therefore, there was probably residual cidex opa on the scope when it was used on the patient. The manager said she has re-trained her staff to follow the IFU, preventing future errors.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record/batch record review, complaint history with failure mode trending, failure mode effects analysis and system hazard use misuse analysis. The DHR/batch record review could not be performed as there was no lot number provided. Trending analysis for the product code of ''allergic reaction¿ was reviewed from september 2013 through august 2014. There was no significant trend observed. The fmea has been assessed and is below the threshold. The shuma has been assessed as low as reasonably practicable. Retain evaluation was not performed because no lot number was provided and is not required for user-error related issues. The facility manager stated that the assignable cause for this event is most likely due to the new staff not rinsing the scope properly. Therefore, there was probably residual cidex opa on the scope when it was used which led to the patient reactions. The facility manager confirmed the staff has been re-trained to follow the cidex opa instructions for use (IFU), preventing future errors. Per the cidex opa IFU, always follow the directions for use rinsing instructions for residues of cidex opa solution may remain on the device. Failure to follow rinsing instructions exactly has resulted in report of chemical burns, irritation, and staining of the mouth, throat, esophagus and stomach. No significant trend with this issue was found. Asp will continue to track and trend.